Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2000 ohms and noise. A revision procedure was performed and the associated atrial lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating there was no visual confirmation of lead fractures or a header issue with the device by visual observation and fluoroscopy.